Event description:
It was reported that the pt experienced pressure headaches with the implanted shunt. X-ray revealed the valve's internal mechanism became dislodged within the device. The device was explanted.